Event description:
Account stated they have been getting erratic co2 results and gave the following example. Initial 45 mmol/l repeated as 24 mmol/l. The incorrect results were not reported. The field service rep found the gear pump and vacuum valve were bad and repaired the instrument.